Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that foreign matter came out from the nozzle. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found: the protector of universal cord on the control section side, the protector of universal cord on the suction connector side, the grip, the universal cord and the connecting tube were scratched; the paint on air/water cylinder, the suction cylinder, the adhesive around objective lens and the adhesive around light guide lens were peeling; the connecting tube has coating peeling; the adhesive on the bending section cover had a crack; the plug unit and the light guide lens were cracked; the adhesive on the bending section cover had a chip; the adhesive on the bending section cover had white-clouded area; the control unit had discoloration; the universal cord had a wrinkle; the switch 1 had a cut and the probe cover had a dent. Due to wear of angle wire, bending angle in up direction did not meet the standard value; due to adhesive peeling around objective lens, streak of flare appears in the image; due to wear of angle wire, the play of the upward/downward angulation control knob was out of the standard value and due to clogging of nozzle, water removal ability did not meet the standard value. Further information was provided by the customer. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.